Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found unresponsive upon start up. The probable cause was fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen is not functioning. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was unresponsive upon start up. No add'l info was provided.